Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the urethral end piece was found to have detached within the urethra during postoperative follow-up. After surgery, since the urinary condition did not improve, a cystoscopy was performed on (B)(6) 2026, during follow-up, which confirmed that the urethral end piece had detached inide the urethra. The implant is scheduled to be removed on (B)(6) 2026". The patient's current condition is reported as "fine".

Event description:
It was reported that " the urethral end piece was found to have detached within the urethra during postoperative follow-up. After surgery, since the urinary condition did not improve, a cystoscopy was performed on (B)(6), during follow-up, which confirmed that the urethral end piece had detached inide the urethra. The implant is scheduled to be removed on (B)(6) 2026". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. The lot number was not provided so, the device history record review could not be conducted. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.